Manufacturer narrative:
End user's weight not known so estimation used. Event details are not known because end user could not be reached. It is unclear if this was an adverse event but since nystatin was reported, hollister considers this to be a reportable medical intervention. Biocompatibility testing has been performed in accordance with iso 10993 and materials were found to be non-sensitizers. DHR review could not be conducted because lot number was not provided. Sample review not possible because no sample available. Trend data reviewed and no adverse trend observed. Root cause of this reported issue cannot be determined.

Event description:
It was reported that an end user experienced red skin under the hollister ostomy barrier and was hospitalized for it. She was also prescribed nystatin powder and this has helped.